Manufacturer narrative:
The device was received for evaluation with an unknown white solution in the tubing. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage test was performed with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) duo-vent clearlink luer activated valves would not prime for propofol infusion. This event occurred before patient use. There was no patient involvement. No additional information is available.